Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. Two samples of 1ml luer-slip syringes with 25x5/8¿ needles attached were received by bd. A quality engineer was able to review the samples from lot #3060191 regarding item #309626. Both samples were received in sealed packages with all applicable product information on the top web. Both samples had no defects. The conditions observed are acceptable per product specification. Based upon what was reported, the consumer assumes this to be a safetyglide needle. However, this product code and needle are not. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. A device history record review was completed for provided batch number 3060191 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
It was reported that while health care provider was using bd® luer slip tip syringe with attached needle, they sustained a needle stick injury. The following was received by the initial reporter: details of complaint (reported issue): items received did not have safety glides. A staff member did get a needle stick injury because it wasn't a safety needle like it says on our website.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.